Event description:
It was reported that during the implant procedure the physician was unable to retract the mandrin after lead fixation. The physician was firmly pulling the mandrin and pulled out the inner conductor. The lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The stylet/guidewire was kinked/buckled. The connector pin of the lead became extrinsically damaged due to pulling/stretching/overstress. The distal conductor of the lead became extrinsically distorted due to pulling/stret ching/overstress. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated stretching. Visual summary analysis of the lead indicated damage at implant. Additionally, the lead was returned with heavy explant damage. The stylet is bent (in various locations) and stuck in the distal conductor, with the conductor and connector pin pulled out of the lead. The lead is stretched, tissue visible in helix and helix is stretched. Damaged at implant attempt. No further stylet testing possible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.